Event description:
The physician was attempting to position an lv lead in a crt procedure using a zinger guide wire. No abnormalities were noted when the wire was introduced into the lv-lead. No resistance was noted when advancing the wire, however difficulties were encountered retracting the wire. The physician tried to pull the wire back into the lead, however this did not work. The lead was removed and the wire was removed from the lead. The wire was detached into two fragments. The physician attempted to use a second zinger guide wire however difficulties were again encountered retracting the wire from the lead. When this wire was removed from the lead, the wire was also observed to be damaged. It was reported that the ¿outer layer was removed¿. Patient is ok post procedure and no clinical sequelae were reported.

Event description:
Evaluation summary: the devices were returned to the manufacturing facility for evaluation. All components of the wires were returned. The first device was received severely unraveled and broken in two pieces. The first piece was part of the distal spring still attached to the proximal joint but stretched along the remainder of the length of the core wire (26.5 cm). The second piece was the detached tip which included the unraveled spring, ribbon, and tip ball. The second wire was stretched with part of the coil tip out of the core wire. The core wire was fractured but still attached to the tip by the coil. Sem analysis conducted on the returned wires indicated that the wire may have been forcefully pulled and pushed.

Manufacturer narrative:
Results: device problems caused by changes in the shape or size of the device or device component due to an applied force. Root cause of reported event was most likely procedural related. Conclusion: root cause of reported event was most likely procedural related. Sem analysis performed.

Manufacturer narrative:
Evaluation: results/conclusion: conclusion not yet available; evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.